Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Technical support educated the customer that insulin should be at room temperature before filling a cartridge. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.